Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that red and yellow alarm related data was not being displayed consistently as expected on the screen at the information center system. No patient harm was reported.